Event description:
The customer reported approximately 20 to 30 mls of clear fluid leaked from the pancake valve of the coulter lh 500 hematology analyzer and low vacuum errors were also generated. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed bubbles coming through the sweep flow pathway and through the aperture for red blood cells (rbcs). The fse observed the sweep flow supply line tubing had disconnected from the sweep flow reservoir. The fse replaced the tubing to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).